Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this rv lead displayed intermittent capture. There was no mention of intervention.

Manufacturer narrative:
We were notified that this lead was capped on (B)(6) 2019 due to high thresholds.